Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. While in the intensive care unit, the patient¿s blood pressure was ¿fluctuating¿, which was ¿unexpected,¿ the medical staff performed unspecified troubleshooting by replacing the tubing. The patient¿s pressure ¿leveled out¿ and the pump remained in circulation. No further information was available at the time of this report.